Event description:
Vendor rep enrolled patient into another organizations carelink at implant. This is a phi [protected health information] issue as well as a manufacturer implant issue. Failure to register a patient into remote monitoring eliminates the provider's ability to monitor the patient's heart condition for which the device was implanted. Reliance on this manual process poses a patient risk (should this be scanned instead or implement an electronic solution?). Manufacturer response for implantable cardioverter-defibrillator, cobalt quad crt-d (per site reporter).